Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side rupture and capsular contracture grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight to the specification, opening, crease fold, and brown particles. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported left side rupture and capsular contracture grade IV. The device has been explanted.